Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, while creating an anastomosis of distal rectum with proximal colon, the device misfired. Re-operation was necessary, there was an extension of incision by more than 1 inch, and the surgery time was extended for more than 30 minutes. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.